Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, markerband visibility issues occurred. While using the apex over-the-wire balloons, the physicians has difficulty seeing the markerbands under fluoroscopy. The physician also stated that the apex balloon "catches", when putting the device into the unspecified touhy and the apex and the apex balloon has also bent "a couple" of unspecified guide wires, due to the transition. The physician has been able to complete the procedure with the apex devices, with no pt complications.